Event description:
It was reported that the lead had low impedance outside the body with the helix completely retracted. The lead was attempted, but not used. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) the full lead was returned and no anomalies found. However, if was found that the inner tubing was kinked/buckled. There was blood in/on helix/lobe mechanism (sleeve head) and blood in/on helix/lobe mechanism. It was also damaged at implant.